Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient with a low grade glioma underwent a partial resection and was treated. On an unknown date a new enhancing right frontal lesion was resected with the use of an absorbable hemostat. Pathology revealed glioblastoma. Twelve hours post operatively, the patient's hemiparesis progressed. On the fourth post operative day, the patient had a re-resection and the cavity contained thick exudate, small amount of absorbable hemostat and gelfoam. The residual foreign material was removed and the area was irrigated. The patient had immediate improvement and continues to do well six months later.